Event description:
The below report was received by health authority ansm (reference number:(B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 10-jun-2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), disturbance in attention ("difficulty with concentration"), memory impairment ("memory impairment"), headache ("headaches"), vitamin b12 deficiency ("vitamin b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("joint pain"), visual impairment ("visual disturbance") and ear pruritus ("itchy ears"). Essure treatment was not changed. No causality assessment was received for essure with regard to pelvic pain, disturbance in attention, memory impairment, headache, vitamin b12 deficiency, vitamin d deficiency, arthralgia, visual impairment or ear pruritus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-sep-2023. The most recent information was received on 10-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), disturbance in attention ("difficulty with concentration"), memory impairment ("memory impairment"), headache ("headaches"), vitamin b12 deficiency ("vitamin b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("joint pain"), visual impairment ("visual disturbance") and ear pruritus ("itchy ears"). Essure treatment was not changed. No causality assessment was received for essure with regard to pelvic pain, disturbance in attention, memory impairment, headache, vitamin b12 deficiency, vitamin d deficiency, arthralgia, visual impairment or ear pruritus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 28-sep-2023. The most recent information was received on 26-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), concentration impairment ("difficulty with concentration"), memory impairment ("memory impairment"), headache ("headaches"), vitamin b12 deficiency ("vitamin b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), arthralgia ("joint pain"), visual impairment ("visual disturbance, spots before eyes"), ear pruritus ("itchy ears"), musculoskeletal pain ("joint and muscle pain"), teeth brittle ("brittle teeth"), nausea ("nausea"), dizziness ("dizziness"), insomnia ("insomnia"), fatigue ("intense fatigue"), deafness ("hearing loss"), loss of libido ("loss of libido"), neck pain ("neck pain"), back pain ("back pain"), asthma ("asthma"), fibromyalgia ("fibromyalgia") and attention impaired ("attention problems") and was found to have blood pressure decreased ("drop in blood pressure"). Essure treatment was not changed. No causality assessment was received for essure with regard to pelvic pain, concentration impairment, memory impairment, headache, vitamin b12 deficiency, vitamin d deficiency, arthralgia, visual impairment, ear pruritus, musculoskeletal pain, teeth brittle, blood pressure decreased, nausea, dizziness, insomnia, fatigue, deafness, loss of libido, neck pain, back pain, asthma, fibromyalgia or attention impaired. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: consumer provided follow up information via health authority: new events were added: joint and muscle pain, brittle teeth, drop in blood pressure, nausea, dizziness, insomnia, intense fatigue, hearing loss, loss of libido, neck pain, back pain, asthma, fibromyalgia, attention problems. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], difficulty with concentration [concentration impairment], memory impairment [memory impairment] , headaches [headache] , vitamin b12 deficiency [vitamin b12 deficiency] , vitamin d deficiency [vitamin d deficiency] , joint pain [joint pain] , visual disturbance, spots before eyes [spots before eyes] , itchy ears [ear pruritus] , joint and muscle pain [arthromyalgia] , brittle teeth [brittle teeth] , drop in blood pressure [drop in blood pressure] , nausea [nausea], dizziness [dizziness] , insomnia [insomnia] , intense fatigue [fatigue extreme] , hearing loss [hearing loss] , loss of libido [loss of libido], neck pain [neck pain] , back pain [back pain] , asthma [asthma] , fibromyalgia [fibromyalgia], attention problems [attention impaired], heavy menstrual bleeding [heavy menstrual bleeding]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-sep-2023. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 44-year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. The duration of use was reported as 00y00m00d. On unknown date she experienced pelvic pain (seriousness criterion medically important), concentration impairment ("difficulty with concentration"), memory impairment ("memory impairment"), headache ("headaches"), vitamin b12 deficiency ("vitamin b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), joint pain ("joint pain"), visual impairment ("visual disturbance, spots before eyes"), ear pruritus ("itchy ears"), arthromyalgia ("joint and muscle pain"), teeth brittle ("brittle teeth"), nausea ("nausea"), dizziness ("dizziness"), insomnia ("insomnia"), fatigue ("intense fatigue"), deafness ("hearing loss"), loss of libido ("loss of libido"), neck pain ("neck pain"), back pain ("back pain"), asthma ("asthma"), fibromyalgia ("fibromyalgia"), attention impaired ("attention problems") and heavy menstrual bleeding ("heavy menstrual bleeding") and was found to have blood pressure decreased ("drop in blood pressure"). Essure treatment was not changed. The reporter considered joint pain, asthma, dizziness, fatigue, fibromyalgia, heavy menstrual bleeding, memory impairment and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to concentration impairment, headache, vitamin b12 deficiency, vitamin d deficiency, visual impairment, ear pruritus, arthromyalgia, teeth brittle, blood pressure decreased, nausea, insomnia, deafness, loss of libido, neck pain, back pain or attention impaired. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 100 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: event "heavy menstrual bleeding", reporter lawyer added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.